Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4) . No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed pump was in good condition with no appearance of any physical damage. A review of the event history log identified primary audible alarm post and auxiliary control unit (acu) watchdog as sympathy alarm. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker and interconnect board for preventive. Performed preventative maintenance and all functional tests which passed.,

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device had a bad speaker. It is unknown if there was no patient, or clinician injury associated with this event.